Manufacturer narrative:
Unit failed to vibrate during self-test due to vibrator motor connector broken black wire. Unit had minor scratched lcd window and cracked reservoir tube lips.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrator anomaly. Customer's blood glucose at time of incident was unknown. The customer has received a brand new pump but the vibrate mode is not working. Customer stated that he has done self-test three times and all you hear is the faint beep. The customer was advised that we will send a replacement pump.